Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient experienced a painful zinging sensation at the implant site. However, the patient turned off the stimulation over a year ago, stating it does not work for them. Their spouse suggested explanting the device, but the patient did not want it explanted. It was later reported that the patient was seen at the office. The field representative confirmed there were no impedances and reprogrammed the device. The patient comfortably felt the stimulation. The patient did not experience pain at the time. The patient explanted their device on (B)(6) 2025. The patient is not considering a re-implant.

Event description:
It was reported that a patient experienced a painful zinging sensation at the implant site. However, the patient turned off the stimulation over a year ago, stating it does not work for them. Their spouse suggested explanting the device, but the patient did not want it explanted. It was later reported that the patient was seen at the office. The field representative confirmed there were no impedances and reprogrammed the device. The patient comfortably felt the stimulation. The patient did not experience pain at the time. The patient explanted their device on (B)(6) 2025. The patient is not considering a re-implant.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing a painful zinging sensation at the implant site. Cause of the painful zinging sensation could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of known inherent risk of device was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.